Event description:
The problem, as reported to olympus, occurred during a colonoscopy procedure. The procedure was completed without delay using the same device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information, the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported "e204" error was failure of the cr board due to deterioration associated with the age of the device. The likely cause of the reported "b30" error was due to user handling. As stated in the instructions for use, as a preventive measure," make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." "Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/ repair the suspect device. The fse cleaned the video cable connector with isopropyl alcohol and compressed air. A master reset was performed and setting re-entered. The fse tested the video processing with multiple endoscopes and did not experience video interference or error messages (e204). The fse cleaned the light source light sockets with isopropyl alcohol and compressed air. Upon testing, the fse did not observe b30 scope communication errors.

Event description:
Olympus was informed of a report of errors e204 and b30 generated. There was no patient injury or harm, associated with the problem, reported to olympus.